Event description:
It was reported that a leak and device retrieval occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Approximately seven months post-implant the patient was evaluated for closure of a device-leak. The size of the leak was difficult to measure; however, the physician deemed it not closable via a plug due to the location near the limbus and determined the best course of action was to explant the 27mm watchman flx pro closure device. The 27mm watchman flx pro closure device was removed with a micra sheath, agilis sheath, a raptor grasping device and an ono retrieval device placed in the aorta. A new 27mm watchman flx pro closure device was successfully implanted in the intended location with a complete seal. The patient has been discharged.